Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with bolus. Troubleshooting was performed. The drive support cap appeared normal. The customer reported champagne size bubbles along the tubing length. The customer reported no delivery alarm. The customer stated event was resolved by complete set change. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.